Event description:
It was reported that using an common femoral artery access approach during a procedure of the heavily calcified superficial femoral artery the armada 14 balloon dilatation catheter (bdc) was inflated three times when the balloon ruptured at 14 atmosphere (atm). It was noted that this occurred with 2 different armada 14 bdc after three inflations at 14 atm. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The armada referenced is being filed under a separate manufacturing report number.